Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, the reported issue could not be confirmed and a definitive conclusion regarding the cause of the issue could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient initially called on (B)(6) to report receiving a draining slowly message and an m31 air detected in cassette alarm during drain 1 of 3 of treatment. The patient called back the following day and reported that treatment was canceled due to receiving the m31 alarm again during an unknown phase. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as continuous ambulatory peritoneal dialysis (capd) needed. The patient completed the treatment for (B)(6) the following day using capd at the instruction of the pdrn. The patient received a new cycler on (B)(6) in time for regularly scheduled treatment. The cycler is working well and the patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.